Event description:
I went to the cardiac arrhythmia services of drs (B)(6) of (B)(6) and they inserted a pacemaker/defibrillator to assist my heart. The device is being monitored by st jude on its website. Only drs (B)(6) had control over my info on this website. On (B)(6) 2019 I had two episodes where the defibrillator went off. My cardiologist told me to go to the hospital and that one of the drs, (B)(6), would meet me there. Despite being made aware of the urgency of the matter, they did not come to the hosp for more than 2 hours, in which time I had either 8 or 10 more shocks from the defibrillator. As soon as he did arrive, he prescribed medication that immediately stopped the shocks. This was terrible, but is not the reason for my complaint. After I got home from the hosp, met with reps of st jude and was told that all the info on its website relating to my pacemaker and defibrillator that occurred on (B)(6) 2019 had been "erased." No one at st jude could gain access to it. I immediately sent the cardiac arrhythmia services of drs (B)(6) an email and faxed them a letter advising them to fix the problem and put all the info back in the system. Rather than putting back the info, it seems that they erased all the data that was on the website so that only the info from (B)(6) 2019 forward can be seen. I do not think it is legal to erase a pt's info. My current dr would like to see all the data so that he can determine what caused the defibrillator to go off in the first place. In addition to the issues, in (B)(6) 2019 I was hospitalized at (B)(6) hosp ctr in (B)(6). The drs there discovered that drs (B)(6) never synchronized or optimized the pacemaker/defibrillator device so that my heart was beating in waves instead of pumping in a coordinated manner. I think you need to regulate who can insert these devices in pts and who can gain access to computer records so that drs cannot simply erase data to cover up their negligence.